Event description:
It was reported the customer was experiencing high blood glucose over 500 mg/dl. Customer's doctor advised to get the device replaced. No alarms were noted in the device alarm history. Customer's caregiver stated, when the device bolus it would push the entire reservoir out. Last time it occurred was on the (B)(6). No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.